Event description:
See initial report.

Manufacturer narrative:
H11: machine service history review could not be performed since no traceability data were communicated by the customer. Further details about the cleaning and disinfection procedures in use at involved hospital were duly requested during follow-up activity but no answer was provided by the customer. Consequently, it is not possible to confirm whether the device is cleaned regularly according to the device instructions for use or not. Based on the limited information currently available, the specific root cause of the reported event could not be clearly determined, anyway all installed unites at customer facility (model 16-02-80, serial numbers: (B)(6), were already updated with vacuum and sealing upgrade kit at the time of the reported event.

Event description:
Livanova deutschland received a report that, during inspections, the a heater-cooler system 3t was repeatedly found with >150 mycobacterium chimaerae. There was no patient involvement.

Manufacturer narrative:
There was no known patient involvement. D.4. The serial number of the 3t heater cooler was not provided. Therefore, also the UDI is unknown. G.5. The heater-cooler 16-02-80 is not distributed in the USA, and it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k220635). H.4 the serial number of the 3t heater cooler was not provided. Therefore, also the manufacturing date unknown. H.9. Livanova deutschland implemented a field safety notice for disinfection and cleaning of heater-cooler devices. The z number is z-2076/2081-2015. H11: livanova deutschland manufactures the heater-cooler system 3t . If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.